Event description:
A report from the field indicated that a hydrocephalus shunt, implanted in a pt was in situ for 4 1/2 years. The hosp investigation found that the valve was not working and was completely fractured.